Manufacturer narrative:
The insulin pump received with normal operating currents and passed the unexpected restart error test, self-test, and the displacement test. The motor engaged and the motor sleeve advanced during the displacement test and retracted during rewind operation properly however, the pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime test, and excessive no delivery test due to prime alarm. The insulin pump received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, reservoir tube cracked, cracked reservoir tube window, stained end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that the piston on their insulin pump is not working. The customer's blood glucose level was 19 to 1.6 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.